Event description:
The device was in clinical use. The patient was swapped out to another unit, there was no patient or user harm was reported.

Manufacturer narrative:
The device was in clinical use. The patient was swapped out to another unit, there was no patient or user harm was reported.

Manufacturer narrative:
The device was in clinical use; no patient or user harm was reported.

Event description:
The customer reported check blower heater - while it was connected to patient. The device was in clinical use; no patient or user harm was reported.

Manufacturer narrative:
The customer called technical support (ts), reporting that the device failed while it was on a patient. Per the respiratory manager, there was no adverse reaction from the patient involved. There was no delay to therapy nor medical intervention provided, only that the device was swapped out for another device immediately with no issues. The caller advised air inlet filter is dirty and gray. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirm the reported problem. The customer reached out to the respiratory manager for additional information, and no further information could be provided. The customer was unable to duplicate the problem, so no parts were replaced and nothing to be repaired. The device passed required performance verification tests per philips standards and was put back into service.

Event description:
The device was in clinical use. The patient was swapped out to another unit, there was no patient or user harm was reported.